Manufacturer narrative:
The dc jack connector of right ang ext cable was not seated on the cardiomems i3 connector cover prior to disassembly of unit. Visual inspection of returned material revealed functional damage to right ang ext cable in the form of the dc jack connector completely broken off from the pvc overmold. The broken off dc jack connector portion of right ang ext cable was not returned. Broken internal wires were visible from this damaged area of right ang ext cable. A pinched internal wire was observed on portion of i3 handheld cable assembly inside the i3 handheld plastic enclosures. Internal visual inspection inside unit¿s enclosure assembly revealed damage to one of the solder connections for the power connector designated j21 on the i3 stuffed pcb. Unit was returned with software version i3.2020.1109-r8975 installed. No software malfunctions or anomalies were observed. A test right ang ext cable was used for performance analysis due to the extent of damage to the one returned rendered it unusable. Unit powered on successfully in conjunction with test right ang ext cable or with the power supply connected directly to the main unit assembly. Unit powered on immediately when the dpdt switch was pressed. Manipulation of power supply connection at various areas while unit was powered on produced no intermittent malfunctions or deficiencies. Unit passed diagnostic test. The pinched wire on i3 handheld cable assembly and damage to solder connection on i3 stuffed pcb stated in visual evaluation caused no performance malfunctions. Complaint of ¿customer reported difficulty pes will not power on¿ determined to be confirmed. The root cause of unit¿s inability to power on during attempted use in the field concluded to be damage to right ang ext cable.

Event description:
The patient reported exposed and frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Da-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.